Event description:
It was reported that the pump was submerged under water and was intermittently unresponsive. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.